Manufacturer narrative:
Concomitant medical products: product ID: 8703w, lot# l41529, implanted: (B)(6) 1996, product type: catheter. (B)(4).

Event description:
It was reported the patient had a fall the past (B)(6) on (B)(6) 2014. It was thought the fall was due to the patient¿s brace not locking. The patient hit his head on the dresser and bounced off the floor. He had a headache and a lump on his head and pain in the neck between his shoulder and the top of the spine. It was noted the patient had fallen 9 times since he bought braces for his upper back. Due to depression, the patient was referred for a new brace. The patient had hurt his spine again. Percocet was not taking care of the pain. The patient went to the hospital and was given a shot that killed some of the pain. The patient was allergic to morphine. However, when he woke up in recovery his head was still hurting. When the patient was in the hospital, ¿they were trying to bend him in half¿ due to his spine issues and the pain was unbearable. It was noted that the patient tried every medicine that worked before that. The patient¿s problem was now pain between the shoulders and the top of his spine. It was noted the patient could not reach around, right behind the shoulder blades. He could lift his hands up slightly, but was not recommended to raise his hands over by the health care provider (hcp).